Manufacturer narrative:
The i45 was visually and functionally tested. A small portion of the anvil was broken however, the device produced acceptable staple formation and transection. As a cracking noise was heard, the device may have been clamped on an obstruction or not fully cleared of the trocar while opening. The device does not have an expiration date.

Event description:
During a lap gastrectomy, an i45 with an ir45b was closed on tissue and a noise was heard. The device fired successfully. Upon removal, a part of the i45 fell away and had to be removed from the patient with no adverse patient impact.